Event description:
The femoral alignment disposable ijig instrument was found to be broken within the original packaging prior to surgery. The surgery was completed successfully.

Manufacturer narrative:
The femoral alignment disposable ijigi instrument was found to be broken within the original packaging prior to surgery. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.